Event description:
Essure implant caused me serious medical problems which ended in a bilateral hysterectomy. Dates of use: (B)(6) 2013 - (B)(6) 2016; diagnosis or reason for use: permanent birth control. Is the product over-the-counter? No.